Event description:
Additional information received reported the symptoms resolved spontaneously with no malfunction of the pump system discovered.

Manufacturer narrative:
Concomitant product: product ID 8781, serial # (B)(6), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Additional information received reported the reason the pump was stopped was because the catheter access port (cap) was accessed to assess catheter patency. No interventions were completed. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient had increased tone. Catheter access port (cap) withdrawal was done and 1 milliliter of clear fluid was easily withdrawn. There was a 9% increase in the dose on (B)(6) 2013-. It was reported the system was being used to deliver gablofen at that time. The pump was in stopped pump mode on (B)(6) 2014. The pump was shut off for 22 minutes. The pump was being used to deliver baclofen at the time of the event. It was later reported the patient had intermittent increased tone with moderate severity. The event was possibly related to the catheter and possibly related to the implant procedure. The event was ongoing and no action had been taken.

Event description:
Additional information received reported the patient resolved without sequelae as of (B)(6) 2014.